Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what color cartridge was used in the primary and secondary procedure: blue. Cartridge in the primary procedure, no cartridge was used in the second procedure; was there any issue noted with staple formation in primary procedure: no, the donut is normal and no suture was used to sew the wound; did the patient have a chest tube and was blood identified in the drainage: in the primary procedure, about 1500g blood clots were cleared in the chest, and drainage blood volume was around 2000ml; what was the source of the bleeding: right upper lung and right middle lobe of lung during the re-operation were there staple formation issues identified? Some staples crack - the staples are popping out, not at the normal positon and malformed. The details of the malformed staples are unknown; did the patient receive a blood transfusion, if so, how many units were given: blood transfusion red blood cells 5.5 units of plasma 810ml; what is the current patient status: discharged.

Event description:
It was reported that ¿the patient had phase ii right upper peripheral lung cancer and did resection surgery of upper lobe of right lung on (B)(6) 2016. During the first operation, it¿s normal and no bleeding after using the device to treat pulmonary fissure. However, it found massive bleeding for the patient on (B)(6) 2016; the surgeon did treatment for temporary hemostasis. On (B)(6) 2016 it took the second operation, and found the cartridge had been burst open. The hospital suspected the device problem caused this issue. The patient has been discharged from the hospital already.¿ the device was disposed of.